Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice during patient use during dwell 3 of 5. The home patient was connected at the time of the alarm and did not disconnect according to the registered nurse (rn). The rn will restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Proper procedures per the user manual were reviewed with the rn. The sample was discarded.

Manufacturer narrative:
(B)(4). The root cause of the alarm is undetermined. Should additional information become available, a follow-up report will be submitted.